Manufacturer narrative:
Internal complaint reference (B)(4). Eriksson k, anderberg p, hamberg p, löfgren ac, bredenberg m, westman I, wredmark t. A comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament. J bone joint surg br. 2001 apr;83(3):348-54. Doi: 10.1302/0301-620x.83b3.11685. Pmid: 11341418.

Event description:
It was reported that on literature review ¿a comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament¿, after the procedure suing the endobutton, two patients had a revision requiring removal of the screw. No further information is available.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.